Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified two possible lot number (plots). The possible lot numbers are 321024w and 321034w. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, the customer contact reported that the tubing separated from the back check valve assembly of the tubing set. No specific details were provided. It was reported that the tubing set was quickly changed and an intermittent catheter was in place. The customer contact reported that solution back emptied quickly. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.